Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged low battery alert/short battery life found on aug 09, 2021. The pump passed the displacement test, active current test, sleep current test and self test. No low battery alert or battery power loss alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or all power / battery alerts with the time of the event date ((B)(4)) was found in the pump history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Swapped the test pcba 1 and powered up, the sleep current is within the spec range. High sleep current was isolated to the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Low battery alert and battery power loss alarm was not confirmed. However, high sleep current noted during testing due to moisture damage on pcba 1. Cosmetic damage found on the pump case.